Event description:
The surgical drain clotted and had to be replaced.

Manufacturer narrative:
The surgeon placed the silicone drain in the pt's neck during a thyroid surgical procedure. Prior to leaving the operating room suite, swelling was visualized around the incision and they noticed it was not draining. The drain was removed and subsequently replaced. Several clots were found in the drain when it was removed. The sample was returned for evaluation. The sample was visually inspected. There were no kinks or tears identified. The diameter was uniform in shape and no areas of deformation were found. The drainage holes were present. The hole spacing, diameter and quantity met established specification. We were unable to determine a root cause that would lead to the device failing to drain. It is not known if the pt had any medical conditions that may have contributed to an increased tendency to clot, thus leading to a drain occlusion. We have had no other similar incident reported to us for this device.